Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter: "relion consumer reported needle hub separated on three syringes. The first two times it happened, was two weeks ago and the third time, was last night, (B)(6) 2019. Reported shield was difficult to remove on the 3 syringes. All three syringes came from the same box but different packages. No injury to report." 1 of 2 complaints. This complaint is capturing the two incidents that occurred two weeks prior. The exact date/time and patient information was not given.

Event description:
It was reported that separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "relion consumer reported needle hub separated on three syringes. The first two times it happened, was two weeks ago and the third time, was last night, on (B)(6) 2019. Reported shield was difficult to remove on the 3 syringes. All three syringes came from the same box but different packages. No injury to report." 1 of 2 complaints. This complaint is capturing the two incidents that occurred two weeks prior. The exact date/time and patient information was not given.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 31g x 8mm, 0.3ml relion insulin syringes from lot 8274863. Relion consumer reported needle hub separated on three syringes. Both returned samples were examined, and both exhibited needle-hub/shield separation; no damage to the barrel tip of either sample was observed. Only one separated needle-hub/shield assembly was returned. The needle-hub/shield separation could be the reason why the consumer would think that the cannula shields were difficult to remove/detach. A review of the device history record was completed for batch# 8274863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. As per investigation completed by manufacturing, "on 15ju12019, holdrege received (2) loose 31g x 8mm, 0.3ml relion insulin syringes from lot 8274863. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the samples found (2) syringes with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."